Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: r1910282) on 24-may-2019. The most recent information was received on 30-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('proven allergy with nickel') in an adult female patient who had essure (batch no. C68793) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant), pain in extremity ("pain in legs"), fatigue ("always tired"), diarrhoea ("diarrhea") and depressed mood ("decrease in morale"). At the time of the report, the allergy to metals, pain in extremity, fatigue, diarrhoea and depressed mood outcome was unknown. The reporter considered allergy to metals, depressed mood, diarrhoea, fatigue and pain in extremity to be related to essure. The reporter commented: on (B)(6) 2015, the patient had been fitted with one implant of essure. She stated that she was not able to walk for a long time . Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4)) on 24-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('proven allergy with nickel') in an adult female patient who had essure (batch no. C68793) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant), pain in extremity ("pain in legs"), fatigue ("always tired"), diarrhoea ("diarrhea") and depressed mood ("decrease in morale"). At the time of the report, the allergy to metals, pain in extremity, fatigue, diarrhoea and depressed mood outcome was unknown. The reporter considered allergy to metals, depressed mood, diarrhoea, fatigue and pain in extremity to be related to essure. The reporter commented: on (B)(6) 2015, the patient had been fitted with one implant of essure. She stated that she was not able to walk for a long time further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.